Manufacturer narrative:
No add'l info is available at this time. We will continue to follow-up and will provide any add'l info within 30 days of receipt. The product in question has been requested, but has not been rec'd at this time. A review of the device history record was performed; the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly mgmt review meetings. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
Rec'd info from our (B)(4) affiliate. On (B)(6) 2010, a pt wearing 1-day acuvue trueye contact lenses had a stinging sensation os when inserting the lenses. The pt reported rinsing the os with water "for a while" and removed the contact lens (cl). The pt found nothing wrong with the contact lens upon receipt. The pt reported pain after cl removal and went to a hospital and was diagnosed with corneal epithelial abrasion and keratitis os. "The corneal epithelium was significantly peeled off from the limbus; it was more than 6 mm in diameter." On (B)(6) 2010,the pt was referred to a corneal specialist. That ecp stated that "about 70% of the black part of the eye slid." The ecp mentioned that "the whole surface of the cornea slid completely and it was presumed there was something strongly-alkaline adhering to the cl." The pt was prescribed hyalein ee drops, rinderon and lacrimin eye drops. The pt used a cl as a bandage lens. The pt returned on (B)(6) 2010, and the ecp noted that the lesion was extensive and if it results in decreased vision, "a needle may be used for treatment." "Stem cell remained, but it is presumed that the regeneration is slow." The pt had corneal edema with folds in desemets membrane. It was thought that the pt had recurrent corneal epithelial abrasion. The lesion size was 3 mm long and 2 mm wide. The pt's va was not measured. The pt was treated with cravit, rinderon and hyalein 0.1% eye drops. The pt returned for follow-up visits on (B)(6) 2010, and (B)(6) 2010, and the lesion size was unchanged. On (B)(6) 2010, autologous serum eye drops were added. The bandage cl was changed to acuvue (bc 8.8). On (B)(6) 2010, the pt returned for follow-up and the lesion size was smaller, 2 mm x 2 mm and round shape.